Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported the caller said the patient's stimulation was turned on (B)(6) 2018 at 1:30 pm appointment. They told them they would gradually get better but they were getting worse. Caller took them out wednesday and it started before they could get back home. The patient's right leg started giving them trouble and their right arm. The caller asked them how they felt. They said they couldn't keep their eyes open and couldn't stay awake. The caller said they were sleeping a lot. Caller said yesterday wasn't too bad. The day of the call when the patient got up their leg flopped like they had no control to it and their right arm did the same thing. They took the patient outside to eat and they turned over the bowl because they tried to use their right hand. The caller tried to help them and they reached their hand up to do something and they went wild. They started crying so hard and going into hysterics. The patient went into fits and rubbing their leg and hollering. Troubleshooting was performed: they called the hcp's office on wednesday. They didn't get a hold of the nurse that programmed them but they were told to reduce their medication. They were to take a half of a pill every three hours and skip the sixth pill. They said they started that wednesday. They called the hcp office and they were closed. There was a message that just said to go to the ER if it was urgent. Patient had an appointment with the nurse. The caller checked the patient's device. It said on and ok. Patient didn't have the ability to change the settings themselves. They hadn't tried to turn it off. Caller gave the rep's name and patient services was going to send an email to the rep. Caller said they know patient was depressed because they were expecting it to be like when they drilled the holes and they came home and was all happy and well. Patient services reiterated what the caller said in an email to the rep and also gave the rep a call. The rep stated that they had discussed how to turn the device off. They said if the patient was getting worse they should just turn off the device until their next appointment. They turned off the patient's stimulation. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause was dyskinesia due to dbs and levodopa. The actions taken to resolve the sudden symptoms was changes to settings and medications on (B)(6)2018. The issue has been resolved. Patient weight was updated.